Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that approximately 1 month prior to the report the patient lifted a 20 pound dog and since then had very bad headaches. Magnetic resonance imaging (MRI) revealed a cerebrospinal fluid (csf) leak. It was indicated that the doctor may perform a blood patch; however, this was unclear. The medication delivered by the device system was unknown. Additional information has been requested but was not available at the time of this report.